Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patients' pre-existing histories and related comorbidities, the progression of their underlying disease and the patients' complex post-operative courses. There are possible patient and procedural factors that may have contributed to these events. Related MFR#: 3007042319-2017-02790. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A report was received via a literature article. This article examined aortic valve (av) opening status and the prevalence of aortic insufficiency (ai) with a vad device. Patients were prospectively monitored and included those with no to mild ai and/or no av surgery at the time of lvad implantation and at least 60 days of support. A total of 34 patients with a mean age of 57 years met the inclusion criteria. Thirty of the patients were male. Pre-implantation histories included 24 patients with ischemic cardiomyopathy, 13 with hypertension, nine with diabetes mellitus and eight with hyperlipidemia. The mean pre-operative ejection fraction was 20% and five of the patient had had prior cardiac surgery. Eleven patients had required pre-operative support with veno-arterial extracorporeal membrane oxygenation and twenty-three patients had been implanted with a bridge-to-transplant indication. Six of the patients that met the inclusion criteria had required post-operative support with a right-sided vad for right ventricular heart failure and all of these patients were weaned off this support after a mean support duration of 14 days. After a median support duration of 408 days, eight patients had trace/mild ai and one patient had moderate ai. Five of the patients in this study were subsequently transplanted and one patient experienced partial recovery and underwent device inactivation and ligation of the outflow graft. The authors concluded that it appears that some heartware patients develop clinically irrelevant trance/mild ai during support; but greater than mild ai appears to be rare in these patients. No further information has been provided.